Event description:
The length of the stent was shorter than the 80 mm length. The stent was removed, and another smart control was used.

Manufacturer narrative:
The smart stent was shorter than 80 mm (length). Therefore stent was removed, and another smart control was used. The stent was measured and found to be less than the 80 mm in length. Prior to measuring, the stent was not expanded, and the measurement was performed from stent marker to stent marker. No add'l info was available, including pt info. Add'l info will be submitted within 30 days.